Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had a water leak and occasionally displayed a black screen. This event was found during cleaning and disinfection. There were no reports of patient harm

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle (lg bundle) at back end folded and damaged and the universal cord sheath scratched. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "water leakage from broken switch" was caused by a remote-control button is damaged and missing, the events reported "the light guide bundle (lg bundle) at back end folded and damaged" was caused due to component failure of the distal end and "the universal cord sheath scratched" was caused due to component failure of the universal cord sheath. The event reported as occasional black screen could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.